Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral retrograde approach. The 80% stenosed target lesion was located in the mildly tortous and mildly calcified right common iliac artery (cia). After placing a 014 non-bsc guide wire and micro catheter, a 6.0 mm x 60 mm x 135cm (4f) sterling balloon catheter was advanced to predilate the lesion. However during the initial inflation at 8 atmospheres for 30 seconds, it was noted that the pressure was not stable. The device was removed and a pinhole was observed on the middle part of the balloon. The procedure was then completed with a 6x40mm non-bsc balloon catheter. No patient complications were reported.